Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild calcification, heavy tortuosity and 90% stenosis. The patient had a xience v stent implanted in the mid rca in (B)(6) 2010. The 3.0 x 15 mm xience prime stent was advanced without pre-dilatation, but would not cross due to heavy tortuosity distal to the previously implanted xience v stent. As the guiding catheter and guide wire became disengaged during the attempts to cross, these devices were engaged again and the xience prime stent was re-advanced. The xience prime successfully crossed the lesion, however the stent delivery system (sds) balloon was unable to be inflated, as the pressure did not go up at all. A balloon rupture was suspected. A new 3.0 x 15 mm xience prime stent was successfully deployed and a 3.0 x 18 mm xience prime stent was also deployed in the distal rca to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Dil cath: (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough hc, guide cath: works blk 3.5 3fr. (B)(4): no pre-dilatation, re-insertion. Evaluation summary: the device was returned for evaluation. Failure to cross/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Balloon rupture was not confirmed; however, shaft tear/leak was noted. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.